Manufacturer narrative:
The device was returned for evaluation. A follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
The bur and attachment subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the bur was broken. The returned bur was measured where possible and all critical specifications were met. Investigation results on the attachment ((B)(4), lot 13033) had confirmed widespread corrosion in the device, which can potentially lead to bur breakage.

Event description:
It was reported that during a procedure the distal end of the attachment became detached. It was further reported that during service conducted at the manufacturer a broken bur was found to be inside the attachment. It was also reported that there was no delay and no adverse consequences as a result of this event.

Event description:
It was reported that during a procedure the distal end of the attachment became detached. It was further reported that during service conducted at the manufacturer a broken bur was found to be inside the attachment. It was also reported that there was no delay and no adverse consequences as a result of this event.